Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator's (crt-d) right ventricular pacing port setscrew could not be removed after a defibrillation coil pin was inserted and secured. A different device was used to complete the implant. No patient complications have been reported as a result of this event.